Event description:
It was reported that a trained physician attempted arteriotomy closure during an interventional procedure with a proglide closure device. The dr experienced a posterior food break. Hemostasis was achieved using manual compression. No patient injury or adverse effects were reported. No additional info available.